Manufacturer narrative:
There was no pt injury or medical intervention, as a result of the excessive weight removal. This was a female pt with a history of acute lymphoblastic leukemia (all) who went for a bone marrow transplant and because of her severely immunocompromised state, developed sepsis that progressed to acute renal failure. She was ultimately placed on the prisma machine in a continuous veno-venous hemodiafiltration (cvvhdf) mode. The "excess pt fluid loss or gain limit" alarm happened at 2:00 pm in 2007 and the pt died at 11:00 am on the following day. Facility's pt safety specialist stated that this pt's death was unrelated to the prisma machine and that it was the family's decision to terminate all life support. This prisma machine was inspected by facility's biomedical tech. He installed all new pressure seals and verified the machine's accuracy before placing it back into service. Facility's pt safety specialist and facility's biomedical technician declined an inspection of the machine by a gambro us technical service (gusts) rep which was offered by gambro. Facility's biomedical tech is a qualified gambro prisma tech and has exclusively been servicing all the prisma machines in use at this hospital. He reported that the events history was unavailable and this machine was currently in use by another pt as they have a limited number of prisma machines. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.